Manufacturer narrative:
The pod was received not deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The soft cannula could not become dislodged from the infusion site as reported, as the device was received with the soft cannula not deployed. The pod was returned with the adhesive pad fully attached to the bottom housing. No evidence was observed of the adhesive pad becoming detached or separated from the pod. Inspection of the adhesive pad and the adhesive pad welds found no damages or manufacturing deficiencies that would result in the adhesive pad becoming separated from the device. The download data from the pod showed that the pod ran for 0 pulses and was received in pod state 15. Pod state 15 indicates that the pod received a valid deactivation command, however the pod was not activated by a controller. It could not be conclusively determined how the pod was in pod state 15 prior to activation. The pod being in pod state 15 prior to fill prevented the pod from activating after fill.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod less than an hour. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.